Event description:
There was an occurrence where the pump appeared to be operating, however there was no fluid being delivered. No add'l clinical details were received. It was reported that there was no pt injury.